Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that specs of red were observed in the cement once mixed.

Manufacturer narrative:
An event regarding foreign matter found in simplex cement mix was reported. The event was confirmed through product return. Method & results: device evaluation and results: the hardened cement was returned inside the stryker mixing bowl. Foreign particles were observed predominately embedded in the bone cement. The foreign particles were dark brown and red in colour and dotted sporadically in the hardened cement. The bowl appeared unremarkable. The returned cement was sent for material analysis to determine the foreign matter origin. Characterization using stereo microscopy and electron microscopy confirmed particle to contain elements of calcium and phosphorus, which would indicate the material is biological contamination i.e. Bone. Medical records received and evaluation: patient information was not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other similar reported events for the lot referenced. Conclusion: it was reported that specs of red were observed in the cement once mixed. The hardened cement was returned inside the stryker mixing bowl. Foreign particles were observed predominately embedded in the bone cement. The foreign particles were dark brown and red in colour and dotted sporadically in the hardened cement. The bowl appeared unremarkable. The returned cement was sent for material analysis to determine the foreign matter origin. Characterization using stereo microscopy and electron microscopy confirmed particle to contain elements of calcium and phosphorus, which would indicate the material is biological contamination i.e. Bone. Inspection was undertaken by the manufacturing cell quality engineer on both returned and retain samples for foreign matter. No foreign matter was observed in the liquid or powder sampled analyzed. Inspection of the mixed cement was also undertaken and no foreign matter was reported. Review of the manufacturing process was undertaken by both powder and liquid manufacturing cells which indicate that both processes undergo at least one 100% inspection of product for foreign matter along with at least one aql inspection- it is noted by both cells that these thorough inspection processes coupled with the material analysis report detailing the foreign material present in the cement in pi 1819599 as a biological contaminant (most likely bone due to the calcium and phosphorous element detected through electron microscopy), it can be determined that this contamination could not have occurred during the manufacturing process. Based on the investigation completed, it can be concluded that the biological contamination was introduced in the surgical field. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that specs of red were observed in the cement once mixed.